Event description:
The customer has been testing and reporting advia centaur cp total hcg (thcg) results using plasma and urine samples. The advia centaur cp instruction for use (IFU) for total hcg (thcg) specifies serum only. This event is considered an off label customer use. There are no known reports that treatment was altered, prescribed or adverse health consequences based on the advia centaur cp total hcg (thcg) off label customer use.

Manufacturer narrative:
The customer has been testing and reporting advia centaur cp total hcg (thcg) results using plasma and urine samples. The customer has been informed and is aware that serum is the recommended sample type for the advia centaur cp total hcg (thcg) assay. The instruction for use (IFU) under the total hcg assay summary states the following: "sample type serum" the instruction for use (IFU) under the specimen collection and handling section states the following: "serum is the recommended sample type for this assay."